Event description:
During use for a cardiopulmonary bypass procedure, the roller pump exhibited and unusual noise. The user also reported that the spring-loaded lever controlling the position of the pump race was detached. The pump was replaced with an alternate device. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.